Manufacturer narrative:
(B)(4). Reported event of unintentional removal of the peg tube. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the peg tube was dislodged which caused it to fall out of the patient. The peg tube was replaced with a new endovive safety kit pull method. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.